Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
"The patient reported the dentist recommended ceasing aligner treatment due to onset of teeth grinding, tmj, gum recession, loss of bone density, and gum infection since starting treatment. Furthermore, the patient is at risk of worsening periodontal disease and progression of dental diseases if treatment is not discontinued. Additionally, the patient noted pain level 8, inflammation, sensitivity, discomfort, not fitting, and jaw discomfort. Patient initials: (B)(6). Dob: (B)(6) 1996".

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.